Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken. " no adverse trends were identified. As received, the hub on the returned catheter was broken at the barbed section of the valve. A piece of the barbed end of the hub remained inside the oversleeve. The broken hub appears to have been caused by exertion of excessive force on the valve component. No manufacturing non-conformances or out of specification conditions were observed during sample evaluation. While a definitive root cause for the damage to the hub could be determined from the sample review, the damage appears to have been caused by exertion of excessive force on the valve component and not related to the manufacturing process. Angiodynamics' manufacturing process controls for the bioflo PICC include visual inspection of all molded components to insure that they are free from molding non-conformities, as well as dimensional inspections. (B)(4).

Event description:
As reported, the hub of an implanted PICC was noticed to be broken one day after insertion. The PICC was removed and returned to angiodynamics. No patient complications were reported.